Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon removing the pouch from the abdomen, the device ripped. No pieces of the pouch fell into the patient. The gall bladder was able to be removed; however the stones had to be retrieved using a stone scooper. Irrigation and suction were used to clean out the abdomen. No adverse consequences reported. The device was discarded.